Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the inner part of the balloon was disengaged from the cannula. The cannula, trocar, valve seal and doors appeared intact. The inflation syringe was not received. The condition in which the device was received precludes functional testing. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the disengaged balloon from the cannula may occur when could happen when excessive force is applied to the frontal area of the balloon already inflated. This pressure makes the inner flange to detach from the inner sleeve. The degree of damage can go from separating to flange making the unit leak to fully separate the flange, making the balloon to fully deflate immediately during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, upon insufflating the balloon, the device's balloon broke. Another device was used to complete the case. There was no patient injury.